Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a right hemicolectomy, the balloon would not inflate. The product was disposed. The UDI number of the device is not available.